Event description:
Account states they obtained discrepant ise results for three pt samples. The incorrect results were not used to guide therapy. The field service representative found the ise electrodes were dirty and repaired the instrument by cleaning the electrodes.